Event description:
Caller reported a malfunction on pump due to momentary power loss to the vibrator motor while out in the woods. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which the malfunction did not recur. Customer was instructed to call back if any malfunction code recurs and acknowledged understanding of the instructions.